Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device dusted during the surgery. Completed with same / like product.

Manufacturer narrative:
(B)(4). Evaluation codes: additional information. Device available for evaluation?, device manufacture date, event problem codes, device evaluated by MFR?,: corrected data. Complaint no longer reportable. . The single inner set screw [product code: 1797-02-000, lot no: arld0v] was returned to the complaints handling unit (chu) for evaluation. Visual examination found the internal hexlobe drive feature of the setscrew stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is confined to half-length of the setscrew internal hexlobe drive feature, which is consistent with a driver that was on axis, however, not fully seated during use. As a result, it is suggested that the internal hexlobe drive feature was likely subjected to unanticipated torsional forces during the tightening process, resulting in the internal hexlobe drive feature of the setscrew becoming stripped. It should also be noted that the set screw threads were all intact demonstrating no damage. The root cause for the internal hexlobe drive feature on the setscrew becoming stripped cannot be positively determined. However, the observed damage is localized to one side of the internal drive feature of the setscrew suggesting that the driver was likely inadequately engaged with the setscrew and high shear forces being placed in the construct off axially, resulting in the internal hexlobe drive feature of the setscrew becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.